Event description:
It was reported in a bwi clinical study (B)(6) that the patient had a bleeding groin. The issue resolved. The patient recovered. It was confirmed that the most suspected device for the adverse event was the agilis sheath. The trupulse generator, smartablate generator, navistar thermocool catheter, and varipulse catheter were also used in the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)